Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went onsite and replaced the iesu. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error c-43/c-30. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, errors c-38 and m-11 occurred on the integrated electrosurgical unit (iesu) while the monopolar curved scissors (mcs) instrument on the universal surgical manipulator (usm) 4 was activated. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed there were errors c-38, c-30, m-18, m-11, and m-1c in the logs and explained to the customer. The isi tse advised the customer to power cycle the iesu, but the issue persisted. The power cord was connected to the power supply directly. The isi tse had the customer use another generator. The procedure was completed as planned with an external generator. No known impact or patient consequence was reported.